Event description:
It was reported via our biomedical test laboratory that the torque increased during tests. The value should be between 5.4 nm and 6.6 nm. The measured value was up to 6.78 nm after approximately 100 clicks.